Manufacturer narrative:
Result: limits.

Event description:
It was reported by service report that the bolts were backing out of the lift assemblies at the head and foot ends causing a loss of lift limits. No patient involvement or adverse consequences are reported.